Event description:
It was reported that the programmer displayed an error message during the boot up phase. The programmer was cycle powered and used 3 times since the error happened and no further issues have been reported. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).